Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Examination of the rotor inlet upon disassembly of the pump revealed thrombus surrounding the bearing cup within the distal side of the inlet stator and the bearing ball of the rotor. The thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase level. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device is 3 years. The device was returned for investigation. The evaluation is not yet complete. The event occurred at the (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase level was over 3000 u/l and could not be lowered with heparin. The patient underwent a pump exchange on (B)(6) 2017 due to suspected pump thrombosis. No additional information was provided.